Manufacturer narrative:
This report is being submitted to relay additional information. The reported device was received for evaluation. The reported condition of unable to place in osteotomy was not confirmed. Visual and dimensional evaluation have not identified or suggested manufacturing non-conformances. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. A device history record (DHR) review was completed for the reported device lot. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformance, which could have caused or contributed to the reported event was noted as part of the DHR. A complaint history review was completed for the reported device lot for similar event and no other complaint was identified. A definitive root cause for the reported event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional or corrected information to report.

Manufacturer narrative:
This report is being submitted to relay corrected information. The following sections are being reported: date of this report was updated. Date received by manufacturer was updated. Type of report was updated. Type of follow up was updated. Narrative/data was updated. The reported device was received for evaluation. The product was returned and the reported event (medical other) could not be verified. Visual and dimensional evaluation have not identified or suggested manufacturing non-conformances. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. A device history record (DHR) review was completed for the reported device lot. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformance, which could have caused or contributed to the reported event was noted as part of the DHR. A complaint history review was completed for the reported device lot for similar event and no other complaint was identified. A definitive root cause for the reported event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional or corrected information to report.

Event description:
It was reported that the doctor placed the implant but at the moment of placement, the patient felt pressure and decided to remove the implant. The doctor did not place another implant and will wait for healing to place a new implant.